Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, target vessel revascularization occurred. Target lesion #1 was a bifurcated lesion located in the mid left anterior descending (lad) artery with 75% stenosis and was 8mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was a bifurcated lesion located in the 1st diagonal (diag) artery with 75% stenosis and was 8mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 and target lesion #2 were treated with pre-dilatation using two different 2.5 x 12 mm apex balloons. There was an apparent limited dissection noted which threatened to reduce flow down the lad and threatened closure. Attempts were made to pass both the stents, a 2.25 x 16 mm taxus liberte stent and 2.25 mm x 12 mm taxus liberte stent, simultaneously for kissing technique, but the 6-french sheath guide would not pass. Threatened closure of lad was treated with deployment of 2.25 x 16 mm taxus liberte stent in the mid lad, with 0% residual stenosis and it covered the length of the lesion adequately. Subsequently, the 2.25 mm x 12 mm taxus liberte stent was passed with some difficulty and deployed in the 1st diagonal with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient returned for a staged procedure to treat the obtuse marginal and rca. Target lesion #3 was located in the 1st obtuse marginal (om1) with 75% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. Target lesion #3 was treated with direct stent placement using a 3.00 x 24 mm taxus liberte stent with 0% residual stenosis. Target lesion #4 was a long lesion located extending from proximal rca to mid rca with 100% stenosis and was 35 mm long with a reference vessel diameter of 3.5 mm. The target lesion #4 was treated with pre-dilatation and placement of a 3.50 x 38 mm taxus liberte stent, with 0% residual stenosis. Target lesion #5 was located in the distal rca with 75% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. Target lesion #5 was treated with direct stent placement using a 3.00 x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject was admitted with unstable angina and was referred for cardiac catheterization. The distal rca was treated with direct stent placement using a 3.0 x 24 mm ion stent, with 0% residual stenosis. The proximal rca was also treated with direct stent placement using a 3.5 x 12 mm ion stent, with 0% residual stenosis. There was no in-stent restenosis of the rca study stents. The event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).